Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose level of 415 mg/dl. The customer's mother reported that the infusion sets failed to delivery insulin. He had also two sensors that were not working properly. One of the sensors broke when loading the serter and the other sensor failed to work at insertion. The product was not returned. Nothing further to return.